Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the pediatric patient experienced inaccurate cgm values nine days after the sensor was inserted in the abdomen. The patient was at school with her helper; she ate breakfast and was given 2.75 units of insulin (for half a pita as breakfast but ate a quarter) by the helper. After a few minutes, the patient lost consciousness. An ambulance was called, meanwhile they tried to take a blood glucose reading but the glucometer did not work. At that time, the cgm reading was 105 mg/dl. While they were waiting for the paramedics, they treated the patient with honey and juice. After some minutes, the patient regained consciousness and started to eat. After 30 to 40 minutes the ambulance and the patient´s mother arrived. Then they took a blood glucose reading which was 41 mg/dl (after honey and juice treatment). The mother did not want to go to the hospital and released the ambulance. The patient went home with her mother and the sensor was replaced. At the time of the report the patient was feeling good. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.